Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing, resulting in non-sustained right ventricular oversensing episodes. Corrective programming changes were made. The patient was stable and asymptomatic throughout.

Manufacturer narrative:
Correction: b5: field should be corrected to include post-paced t-wave over-sensing, which was not included in prior report.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing, resulting in non-sustained right ventricular oversensing episodes. Corrective programming changes were made. The patient was stable and asymptomatic throughout.